Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error and the delivery stopped. Customer¿s blood glucose level was unknown. Customer stated that his insulin pump was underperforming. Insulin pump screen had turned off. Customer also reported insulin pump error alarms and was able to clear the insulin pump errors, power loss alarm and program the pump. The customer was also advised that the insulin pump needed to be replaced and was advised to revert to the backup plan until replacement pump arrives. The device will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. No blank display and no frozen screen noted. Unable to verify pump error 24 alarm and pump error 40 alarm due to critical pump error alarm.